Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed a cut into the insulation (approximately 29cm distal to the df-4 connector pin) and a deformed rv shock coil, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported undersensing followed by shocks. In particular the values measured during the electrical analysis were within the specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
After an implantation period of approx. 12 months, undersensing was reported.